Manufacturer narrative:
Investigation summary: a 20041e product was not available for investigation, however the customer provided a photograph of affected sample; analysis of the photograph confirmed the customer's experience with the female luer observed to be cracked. Further information provided by the customer indicates that the component had not been disinfected prior to connection. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21035183 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have confirmed that complaints of this nature can be caused or contributed by a combination of different factors, including over-torque of the component during connection with the male luer, use of a male luer that is not compliant to iso standards, or prolonged use of substances that are aggressive to plastics. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20041e set in the past 12 months.

Event description:
It was reported when using the bd smartsite¿ extension sets the tubing was defective/damaged. The following information was provided by the initial reporter. The customer stated: the tube was broken."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-09. H6: investigation summary one 20041e sample was received without packaging for investigation, however the customer indicated that the complaint sample was from lot 21035183. No connecting products were received to assist the investigation. A visual inspection confirmed the customer's experience with the female luer observed to be cracked leakage was observed from the crack during a flush through of the set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21035183 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations have confirmed that complaints of this nature can be caused or contributed by a combination of different factors, including over-torque of the component during connection with the male luer, use of a male luer that is not compliant to iso standards, or prolonged use of substances that are aggressive to plastics. In this instance based on the information available it has not been possible to confirm which of these factors may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20041e set in the past 12 months.

Event description:
It was reported when using the bd smartsite¿ extension sets the tubing was defective/damaged. The following information was provided by the initial reporter. The customer stated: the tube was broken."